Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head, unknown stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported by that the patient underwent an initial hip arthroplasty on an unknown date . Subsequently , the patient was revised due to poly wear. Attempts have been made and additional information on the reported event is unavailable.